Event description:
It was reported that approximately two months post chronic catheter placement, the line allegedly ruptured during flushing. Reportedly, the rupture was located proximal to the patient past the clamp and the line was repaired. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one 4.2fr broviac segment was returned for evaluation. Visual and microscopic evaluation found a c-shaped split to the outer catheter just distal to the clamping sleeve. Upon closer inspection a complete break was noted to the internal catheter at that location. Therefore, the investigation is confirmed for an external break without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two months post chronic catheter placement, the line allegedly ruptured during flushing. Reportedly, the rupture was located proximal to the patient past the clamp and the line was repaired. There was no reported patient injury.